Manufacturer narrative:
There are no samples or a photo of material mp5313-c, lot 25059096 for this complaint record. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by a customer that the extension sets leaking at the point of attachment to the IV. One case where the extension set fell apart leading to blood leakage.